Event description:
The customer reported that the system failed to properly save patient image data. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The reported issue apparently could not be duplicated. Onsite investigation revealed that no cause could be determined. The system was tested and found able to save and retrieve patient image data. The device was returned to service.